Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a small piece of the vasoview hemopro 2 had come out or off the cannula before use. When hospital was getting ready to insert the device into the leg, they noticed the small piece on the screen via the endoscope. The hospital grabbed the piece and put it in a specimen container. Case was completed with the device. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a small piece of the vasoview hemopro 2 had come out or off the cannula before use. When hospital was getting ready to insert the device into the leg, they noticed the small piece on the screen via the endoscope. The hospital grabbed the piece and put it in a specimen container. Case was completed with the device. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). A specimen container was returned to the factory for evaluation. It contained a piece of cardboard with a piece of tape holding what appeared to be thin white strips. Upon removal of the tape and putting the specimen against a dark backdrop, microscopic inspection showed thin white plastic strips or shavings. No other part or component of the reported device was returned to the factory as client reported that it was not saved for return. Based on the information provided and the specimen returned and the results of the investigation, the reported failure "peeled" was confirmed. A lot history record review was completed for lots 25139271, 25138728, and 25138019 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. A lot number was not provided and the specific product lot number cannot be identified from a ship history.